Manufacturer narrative:
Correction: - the event date should have been (B)(6)2018 rather than (B)(6)2018. Correction: - the explant date should have been (B)(6)2018 rather than (B)(6)2018. Correction: - the awareness date should have been (B)(6)2018 rather than (B)(6)2018.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s right ventricular lead had dislodged and presented for a lead revision. During the procedure, when physician attempted to reposition the lead, the helix would not retract. Multiple attempts to retract the helix were made but were unsuccessful. The lead was removed and a new lead was implanted. Patient was stable.